Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she went to the doctors and downloaded the device, and after, received 2 no delivery alarms. The customer's blood glucose level was unknown. The customer stated she checked the line and everything seemed fine. The customer stated that the insulin pump was donated. The customer disconnected the call and no further details were gathered.